Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient´s father noted that the patient was having a hypoglycemic event and the patient then passed out. The father took a fingerstick and the cgm was reading 70 mg/dl and the blood glucose reading was 35 mg/dl. The father gave her a sachet of white sugar and brought her by car to the emergency room. During the ride the patient regained consciousness. At the hospital the patient was treated with intravenous fluids and recovered after treatment. The patient was discharged after spending less than 24 hours at the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.